Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had contact problems in the battery bay. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis revealed the battery shorting bar needs replaced. Unit cleaned and inspected. Unit tested and calibrated on automated test system, passed. If information is provided in the future, a supplemental report will be issued.